Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button became unresponsive over several weeks, resulting in the user needing to place the device on a charging pad to unlock it; the device alerted to high glucose and recorded a blood glucose of 327 mg/dl with approximately three hours above range, which the ilet subsequently corrected. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting with user education and replacement logistics, along with data synchronization guidance and return instructions. Investigation of this device was confirmed and revealed a device hardware issue affecting the sleep/wake button functionality that impeded normal operation, with no alarms or other device alerts reported beyond glucose notifications. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical or component malfunction of the sleep/wake control.